Event description:
The customer reports that device was handle by the nurse and procedure was referred to another hospital.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image is not displayed with 190 series scopes due to failure of the printed circuit board. E315 was not recognized, so olympus could not determine the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's reported issue was not confirmed, however, the reportable malfunction found of the scope that had no image with 190 series scope and the e216 error was found due to a defective printed circuit board (cr board). Additional non-reportable malfunction was found during evaluation are as follows: corrosion found on the cable, and the inside harness had poor appearance. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had e315 error code. The issue was found during preparation for use for a therapeutic foreign body removal procedure, however, the procedure was cancelled. There were no reports of patient injury or harm.